Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the patient was having benefit from the device after reposition of the fmt on (B)(6), 2013. But on (B)(6), 2013, the patient was only able to hear some testing signals evoked by external processor. External parts were found to be functional. Re-implantation is being considered.